Manufacturer narrative:
The samples are collected in bd serum tubes with gel separator qc results post the event was low, the customer rerun qc and it did not pass. E2 was recalibrated on a new reagent pack and qc passed. A bci field service engineer (fse) run qc on pipettor 1 and it and it failed (low). Fse performed preventive maintenance on the pipettor. Per customer, the instrument is operating within specifications. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter (bci) in regards to erroneously low estradiol (e2) results on several patients generated by unicel dxi 800 access immunoanalyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The samples were rerun on the same unit and on a newly calibrated reagent pack. Higher results were obtained. Amended reports were initiated and reported. Patient treatment was not impacted by this event.